Event description:
The general water inspection found legionella in the bath. The pipe interrupter and the valve was replaced by arjohuntleigh rep to solve the problem. Afterwards, the customer flushed the system with hot water. No pt was involved, no injuries to staff reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#9611530). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.